Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 480 units of insulin. There was no reported impact to the customer's blood glucose level. During the call with tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate.